Event description:
A report was received from (B)(6) regarding a revision procedure that took place on (B)(6) 2010 to remove 2 broken plates. The lcp titanium plates were implanted on an unknown date to treat a forearm fracture. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.